Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Continued d.6b, explant occurred, no explant date provided. Device evaluation: analysis of the returned device identified: weight to the spec, creases fold, wear abrasion, white particles in the shell and red encapsulation on the device. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device remains implanted.